Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ping meter is giving inaccurate erratic readings. This complaint is classified according to the documentation of the customer care advocate as the pt declined to provide any more info. The pt manages her diabetes with an insulin pump. On the night before, the pt reportedly obtained erratic readings ranging from 300 mg/dl to 43 mg/dl to 500 mg/dl on the subject meter. Reportedly, the pt took a glucose tablet (unspecified date and time) and subsequently obtained a blood glucose reading of "285 mg/dl". The next morning, the pt tested at "92 mg/dl" and ate breakfast. When the pt contacted customer service, her blood glucose reading was "202 mg/dl." At an unspecified date and time, the pt reportedly obtained two different blood glucose readings of "377 mg/dl and 387 mg/dl performed on different testing sites." The pt claimed the "had lows" in the middle of night because, she "overcorrected" her insulin based on the alleged inaccurate erratic reading obtained on the subject meter. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, what specific symptoms the pt had, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed she was "low" after she "overcorrected" her insulin dose while using the lfs product. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.